Event description:
Same case as MDR ID 2134265-2014-03201. It was reported that thrombosis occurred. The patient presented with chest pain. A proximal stenosis of the left anterior descending (lad) was treated using a 4.00x16mm promus premier stent. Approximately 20 minutes later the patient complained of chest pain. The patient was taken back to the cath lab and a possible edge dissection and maybe thrombosis as noted. They ballooned to open and then distal to the area it looked a "little" ectatic. A second promus premier stent, 2.5x32mm was deployed. The patient was doing better but before they had gotten out of the room the patient started having chest pain again. The patient was recatheterized a third time and it was noticed that the new stent looked as if it had clot in it as well. Some of the clot was removed, ivus was performed and the surgeons called. At that time the patient was prepped for surgery. Integrilin, effient, aspirin and angiomax were used during the procedure. The physician felt that the patient had a hypercoagulative state.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned to the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).